Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two scs leads from the same lot number. It was reported the patient is not receiving stimulation therapy in his legs. The patient stated he bent down and heard/felt a pop in his back. The patient lost stimulation therapy in his legs and is now feeling unintended stimulation in his ribs. X-rays taken did not show any anomalies. A sjm representative met with the patient and attempted to reprogram the patient's scs system but was not successful. The next course of action has not been determined at this time.